Event description:
Ge ivent had an error code 706 - pneumatic module issue. Ge required ventilator be sent in for repair. Pt was required to be transferred to a back up ventilator and primary ventilator was pulled out of service. While pt was on ventilator, it started alarming with error code 706. Pt was transferred to another ventilator. Vent was sent in for repair on (B)(6) 2015 and it was returned after 4 months at the ge repair center, and out of service for our patients. Vent had to be returned for more repairs because the ventilator is now showing a negative number of hours on the unit and battery light on ventilator is not working to show the status of the battery. Ventilator was shipped back to ge on (B)(6) 2015.